Manufacturer narrative:
(B)(4). The system error 2240 is not confirmed due to a lack of sample. The root cause was undetermined. The lot number was not provided; therefore, no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) advised the home patient (hp) that air had entered the set up. The tsr advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use and could not determine what may have caused the alarm to occur. The hp explained that he discarded the sample and did not know the lot number. The hp advised that he was able to resume therapy successfully with new supplies. The hp did notify his nurse of the alarm. There was no patient injury or medical intervention reported.